Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer's blood glucose at the time of the incident was not provided. The customer states the insulin pump was exposed to fluid by jumping inside a pool. Customer stated the insulin pump does not turn on. Troubleshooting was provided but insulin pump did not turn on. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump passed displacement test and selftest. However, insulin pump received with moisture damage at electronic assembly noted.